Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report excessive no delivery alarms. The customer's blood glucose level was 450 mg/dl. The caller declined to troubleshoot. The caller stated the customer had reverted to a back-up plan. No further details were provided.